Event description:
General report received of an unspecified number of undocumented incidents of no flow. The solusets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the solusets emptied and after refilling the solusets, the float valves were reportedly "sealed shut." It was reported that after the clinicians turned the solusets upside down to unstick the float valve, air was noted in the tubing distal to the solusets. The customer contact stated the air in the tubing was removed and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.